Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user went to the emergency room (ER) and was subsequently hospitalized on approximately (B)(6) 2017 with an unspecified elevated blood glucose (bg) level and diabetic ketoacidosis (dka). Reportedly, the user¿s healthcare provider identified the ketone level as dangerous/life threatening. The user addressed bg level manual injections, a bolus via the pump, and drinking water. Reportedly, the user was not feeling well and was not completely aware of their surroundings. The user was treated with intravenous (IV) fluids and IV insulin while in the ER. The ER told the user that the ketone level "was damaging the user's kidneys." However, the user stated that no permanent damaged occurred. The user was treated with IV fluid and IV insulin while hospitalized. The user was released from the hospital on approximately (B)(6) 2017. Reportedly, prior to the hospitalization event, an unexpected reset alarm occurred. Review of pump data with tandem¿s technical support confirmed the reset alarm. It was confirmed that the user had an alternate method of insulin delivery available until replacement pump is received.